Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the buttons was sometimes be non responsive. The customer blood glucose level was unknown at the time of incident. The customer stated that the insulin pump had no delivery alarm and battery life was diminished. The customer states that the battery cap was damage. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected no delivery or insulin flow blocked alarm noted during testing. All the buttons functioned properly and no unexpected failed battery test alarm, battery longevity or moisture damage on keypad traces noted. Keypad connector was fully locked. Unit was received with cracked battery tube threads and cracked case along the side of the battery tube. (B)(4).